Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause and treatment of the peritonitis were not reported. On an unreported date, the patient was hospitalized for the event. At the time of the report, the patient outcome was unknown. Action with dianeal therapy was not reported. No additional information is available.